Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare end of life because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that this patient was hospitalized due to cardiac decompensation. The device did not treat ventricular fibrillation (vf) and an external shock was required. The device and right ventricular (rv) lead exhibited three error codes. The first error code was for low shocking lead impedance measurements as a result of shock delivery. The second error code was for high shocking lead impedance measurements. The third error code indicated the shocking capacitors were not charged to the programmed voltage after the start of charging. Technical services recommended immediate replacement of the device and lead. As a result, this device and lead were explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--